Manufacturer narrative:
B.5 additional information was received. G.2 added report source due to new information received. H.6 additional coded were added due to new information received. H.10 added investigation results for ventricular tachycardia issue. The investigation for ventricular tachycardia issue has been completed. The root cause of the ventricular tachycardia issue was not determined since the product was not returned and insufficient clinical information was provided.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular tachycardia with a "possible" relationship to the impella device used: ¿post CABG and impella implant, subject had multiple runs of vt requiring cardioversion x2.¿ the patient recovered with no sequelae. Additional information received: loqi reported that a cta chest showed a leak from the impella's graft's entry point. The patient taken to or for impella removal. ¿during impella removal, subject's aorta began bleeding profusely. Impella removed and a large pseudoaneurysm was found in aorta. This dissected down towards the root of the aorta. Subject expired in the or.¿ the patient endured cardiac pseudoaneurysm with a "possible" relationship to the impella device used.

Manufacturer narrative:
The investigation of vascular damage - great vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was electively implanted with an impella 5.5 device for mechanical circulatory support and experienced a vascular dissection with a demised outcome. A computed tomographic angiography of the chest was completed after the development of spontaneous tamponade approximately 17 days after impella implant. Findings revealed a 2.2 centimeter contained leak arising from the anterior wall of the distal ascending aorta immediately superior to the entry point of the impella device with a surrounding hematoma. The decision made to take the patient to the operating room for chest exploration and explant of the impella 5.5 device. Upon retracting the chest open, a leak was noted in the aorta. The patient was emergently cannulated for cardiopulmonary bypass and was noted to have an extensive aortic dissection. The patient expired on the operating room table. The physician's comments afterwards noted unknown cause why this event occurred. The physician noted the possibility of infection at the site though no obvious signs of infection were noted. Extensive repair was required when the patient was placed on cardiopulmonary bypass. The dissection extended to where no flow was getting to head vessels while attempting to put on circulatory arrest.